Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Before surgeon closed, he verified full insertion of electrode. Post-op CT scan indicated that electrode had migrated out of cochlea, with 5 electrodes extra cochlear.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array partially migrated post-operatively out of cochlea, leaving five channels outside. However, reportedly the recipient was activated successfully. The device remains implanted and in use.

Event description:
Surgeon was able to get a full insertion, however when electrode was released it would migrate out, repositioned it several times. Fascia and tisseel sealant were used to seal opening of cochleostomy. Before surgeon closed he verified full insertion of electrode. Post-op CT scan indicated that electrode had migrated out of cochlea, with 5 electrodes extra cochlear. The user was activated successfully on (B)(6) 2024. The user has good behavioral responses when wearing ci.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally, the electrode array partially migrated out of the cochlea post-implantation as confirmed by imaging. However, later CT scans show that the electrode array advanced back into the cochlea again. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Surgeon was able to get a full insertion, however when electrode was released it would migrate out, repositioned it several times. Before surgeon closed he verified full insertion of electrode. The user was activated successfully on (B)(6) 2024. Overtime affected channels were seen. The user has been reimplanted.